Event description:
A caller reported experiencing a tandem mobi cartridge alarm. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. As a corrective action, tandem technical support confirmed the cartridge alarm and arranged to replace the pump. The customer agreed to use the current pump as a backup until a replacement arrived and understood the procedures required for storing and returning the problematic pump.